Event description:
Reporter alleged obtaining the results of 67 mg/dl and 360 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she felt hypoglycemic symptoms and she self-treated with orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.